Event description:
A customer reported to baxter corporate product surveillance that a clearlink buretrol solution set had caused an upstream occlusion alarm in a sigma spectrum pump. According to the report, the tubing collapsed upstream of the pump. The nurse indicated that the set was primed successfully and was infusing an unknown total parental nutrition (tpn) to a patient for an unknown amount of time. The infusion was set at a rate of 3cc/hr and was running for less than eight hours when the alleged defect occurred. The buretrol solution set was attached to a clearlink extension set ((B)(4)), which was then connected to the patient?s peripherally inserted central catheter (PICC). The reporter noted that a churchill/codan syringe tubing ((B)(4)) containing lipids was connected to the lowest y-site on the buretrol set and was being run through a medfusion smart pump at a rate of 1 cc/hr. The reporter relayed that the tubing was changed and the infusion continued using the same sigma pump without further event. There was patient involvement; however, no injury or adverse event is associated with this report. No further information is available at this time.

Manufacturer narrative:
(B)(4). Evaluation summary: one actual unit was returned to the manufacturing plant for evaluation. The unit was received used, containing solution, and an unknown set was connected to the unit. During visual inspection no defects were observed. Functional testing was performed in which the roller clamp was opened and then closed and the spike was inserted in a solution container. The burette was filled until 35ml and the set primed, letting the solution flow through the set. The unit was gravity tested and in a flo-gard volumetric infusion pump. The results were satisfactory in both evaluations. Clear passage at 8psi, and pressure test at 8psi were also performed with satisfactory results. The unit met with specification requirements since results were satisfactory for all tests performed. The reported condition was not confirmed. An assignable root cause could not be determined. A batch review could not be completed as the lot number was not provided by the customer.